Event description:
During routine preventive maintenance, one of the power supplies was observed not to supply 14 volts as expected. The device was repaired and put back into service. There was no patient injury as a consequence of this event.